Manufacturer narrative:
One bipolar pacing catheter was returned for evaluation. A non-edwards 5fr introducer was attached between 22 cm and 35 cm from the catheter tip. The catheter body was tied with an attached string at approximately 35cm and 37cm proximal from the catheter tip. No syringe was returned. No visible damage to the balloon or windings was observed. The catheter body was found to be waved. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for 5 minutes without leakage. Balloon inflation test was performed using lab syringe with 1.3 cc air by holding the balloon under water. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. Per IFU, ¿the incidence of complications increases significantly with indwelling periods longer than 72 hours." The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of pacing issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time.

Event description:
It was reported that the catheter was inserted in a tavi patient. It became unable to pace on the fifth day of use. An alarm was noted from the external pacemaker for either cable disconnection or cable detachment. The cable was replaced but the problem was not solved. The patient was not paced due to adequate spontaneous heart beats. The catheter remained in the patient until day six when it was originally planned to be removed. There were no patient complications reported.